Event description:
This is the first of 2 complaints from one office on 2 separate events for 2 different clamps. On (B)(4) 2012, (B)(4) called and said he picked up a clamp from dr (B)(6) office that broke. He did not know any further info. He is sending the clamp in for eval. I called office and spoke to (B)(6). She said she was glad I called as it happened again. I asked if she had the clamp so that I could get the batch number. She said she threw the clamp away. She said they got both of the clamps in the same order. She said that the event is rather startling. I asked her to describe each event. Event (B)(6) 2012 pt female (B)(6). She had the rubber dam in place and ligated one side of the clamp. She was placing the clamp onto tooth #3 when it broke. She said that the side that was ligated fell into the pt's lap and the other piece flew across the room. She said that the pt was upset as it sound as if your tooth is breaking. She said that the pt was very startled and she was too.

Manufacturer narrative:
Generally broken clamps have not been report but as the assistant alleges that, "the other piece flew across the room. She said that the pt was upset as it sound as if your tooth is breaking." It is for this reason that it is recommended that the incidences be reported. The assistant has stated that no one was injured during the incidences. Method - the received 1 clamp lot p1, MFR date 11/2011. Clamp is broken on the bow. From the top the break is between the "c" and "e" in the "ce" mark. From the bottom the break is on the "1" in "p1." Batch records indicate no aberrations. The directions for use states that the rubber dam clamp should be ligated to the frame and the rubber dam assembly placed before the clamp is placed on the tooth. This would preclude choking and aspirating hazards from device breakage. Also, device breakage is addressed in the directions for use as this can occur due to modification, overextending, bending or extended use.